Manufacturer narrative:
Update to h10 of previous follow up report: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. After further troubleshooting, it was also observed that the casings were broken. The fse replaced the touchscreen to resolve the reported issue and replaced the top cover to address the issue on broken casings. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the bottom of the touchscreen is not working. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturers field service engineer (fse) was dispatched to the site and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17721.

Manufacturer narrative:
H10 the touchscreen and top cover of the device were replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. H11 updated contact information, contact office entity, and manufacturing site.